Event description:
It was reported that the patient was referred for a vns lead replacement due to having painful "spasms and jolts" in his neck. A lead or generator failure was not suspected as pre- and post- operative device diagnostics yielded okay impedance. The lead that was removed from the patient was most likely disposed of after surgery, so a product analysis was unable to be conducted. The manufacturing records for the lead were reviewed and the device met all specifications prior to distribution. Good faith attempts were made to the physician to obtain additional information but were not successful.

Manufacturer narrative:
The device history records for the vns lead and the diagnostics in the programming history database were reviewed. The device history records and the diagnostics in the programming history database revealed that the device was performing according to specifications prior to the explant of the device.